Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise of a left ventricular assist device (lvad) and low r-waves on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was not known following the procedure.